Event description:
A post-mod glucose (glucm) customer reported to beckman coulter, inc. (Bec) of obtaining erratic glucm results for one (1) patient, when running in duplicate mode on the unicel dxc 800 synchron system. The erroneous result was not reported out of the lab. Patient treatment was not affected in regard to this event as the customer ran the sample in duplicate mode and verified the results on an alternate instrument prior to reporting.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse wiped the residue off the face of the electrode. Hardware changes or alignments were not needed. As of (B)(4) 2011, the customer indicated to bec quality assurance personnel that the lab was satisfied with glucose performance.